Manufacturer narrative:
(B)(4) the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a revision to address unknown reasons. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had an initial left reverse total shoulder arthroplasty. Subsequently, the patient experienced a collapsed shoulder socket and underwent a revision procedure four (4) days post-implantation. This procedure was unsuccessful, as inadequate glenoid bone stock was available for fixation. Glenoid components were removed and a cuff tear arthropathy head was placed at this time. One (1) year later, a resection arthroplasty was performed. A custom glenoid reconstruction device has been requested for a future procedure due to the patient's condition.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.